Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured in october 2011. (B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed functional testing for an unrelated issue. The device failed electrical testing, including the earth leakage current test during the earth line current normal test. The direct cause of the problem was determined to be the pump. The pump was replaced to resolve the reported problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.